Event description:
(B)(6) 2024 date of procedure. Study leg was left leg. 1 stent implanted for 1 lesion in superficial femoral. De novo lesion stenosed (50-99%). Reference vessel diameter 5-5.9mm pre, peri ans post procedure antiplatelet and/or anticoagulant medication. No adverse events occured during the procedure. Discharged (B)(6) 2024, no adverse events between procedure and discharge. (B)(6) 2024 occlusion of ata right. Vascular event, occlusion requiring intervention. Endovascular/percutaneous treatment. Led to hospitalisation or prolongation of patient hospitalisation. Site determined event not to be related to study device or procedure. (Pr (B)(4) a cook introducer sheath was not used. A cook catheter was not used. No guiding catheter was used. A cook guidewire was not used. The guidewire was advantage 19, 300cm. (Pr (B)(4) pre-dilation was performed. Atherectomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. (B)(6) 2024. Prozession of pad left with in stent stenosis afs. Vascular event, restenosis requiring intervention. Endovascular/percutaneous and medical treatment (cholesterol inhibitor (ezetimib). Led to hospitalization or prolongation of patient hospitalization. Site determined event not to be related to study device or procedure. (Pr (B)(4)this file will capture the prozession of pad left with in stent stenosis afs.

Manufacturer narrative:
PMA/510(k)#: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the zfv6-125-6-10.0 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This complaint is related to (B)(4) was raised from the pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists the following potential adverse event: ¿restenosis of the stented artery¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause for the stenosis could be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had pre-existing hypercholesterolemia and hypertension which are considered risk factors for restenosis. Also, as previously noted ¿restenosis of the stented artery¿ is listed as a potential adverse event in the IFU. From the study this event was not related to the study device or study procedure however this complaint has been opened conservatively from a regulatory perspective. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the stent was placed on the (B)(6) 2024. On the (B)(6) 2024 the patient presented with prozession of pad left with in stent stenosis afs. The patient required intervention as a result of this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-apr-2025.